Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that a fentanyl syringe(25 ml /10 mcg/ml) was programmed to infuse as 12.5 mcg/ml. The user entered the drug amount as 250 mcg and the diluent volume as 20 ml. The patient ended up receiving a lower dose than was ordered because the pump ran less volume over time since the concentration that was programmed was higher than what was actually in the syringe. There was no report of patient harm. The customer reported that the "the term diluent volume" is being used incorrectly which has led to confusion and errors in the programming of the concentration". The "diluent volume" is a safety concern" and requesting that the programming pages change the term ¿diluent¿ volume".